Manufacturer narrative:
Testing and investigation found the device piezo had a dead spot in the mid to lower volume setting when testing the audible alarm tone. This was due to the piezo alarm assembly. Further testing by the supplier found that the transistor gain value (beta) of the transistor, internal to the piezo, was not sufficient to drive the piezo buzzer and resulting in dead spot. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during testing at the user facility, the device audible alarm tone went silent a point "dead spot" in the mid to lower volume setting. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional information was provided.